Event description:
The customer reported that the internal paddles were not working. There was no report of patient involvement or patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.